Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly was noted. The pump also had a cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; four of her buttons were unresponsive while trying to program a bolus. The patient's blood glucose at the time of incident was 231 mg/dl. The customer stated that her up and down arrows stopped working as well and that the numbers began scrolling. Troubleshooting was initiated for the keypad anomaly. The customer confirmed that she has had problems with the pump in the past due to exposure to moisture. However, she does not recall any significant events leading up to the current keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.